Event description:
On (B)(6) 2011, the pt underwent an arthroscopic wrist procedure, using a microblator 30 with integrated cable arthro wand. Allegedly, while the wand was being activated, a flash or spark was seen coming from the end of the scope. Immediately after, the view on the scope went blurred. When the scope was removed and examined, the distal lens appeared to be damaged. The surgeon, assistant and scrub nurse were all adamant that the wand did not come into direct contact with the scope. The procedure had to be stopped due to the scope being damaged. On examination, the end of the wand appeared to be blackened or charred. The procedure was not completed as a backup scope was not available. There is no reported pt injury or adverse effect to the pt. No add'l info is available.

Manufacturer narrative:
The pt's age and gender were requested, but to date, have not been provided. A visual inspection of the device was performed. The visual inspection confirmed that the device silicone spacer partially burned and damaged. The wand shrink tube partially melted at the distal end. The wand was returned to arthrocare with the cable connector cut off. The visual inspection also confirmed moderate electrode wear. A functional test was performed using an alternate cable connector. Wand fired, but a bigger glow from the electrode most likely due to the damaged silicone spacer was noticed. In addition, the lot history record was reviewed. No abnormalities were found in the lot history record review. The lot met all device specs. The root cause of the failure is not known.